Event description:
Reporter stated the customer has gone to the emergency room for treatment "many times" due to hyperglycemia of above 400 mg/dl and ketosis. It is unknown what type of treatment she received. It was reported the insulin delivery of the infusion device is inaccurate, and she has continued to experience hyperglycemia despite using the infusion device and delivering boluses via pen. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.